Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information that customer was in intensive care unit due to insulin pump malfunctioned and failed to deliver the appropriate amount of insulin from the attorney of the family. The information received also stated that retainer ring was defective and customer suffered from multiple injuries, including but not limited to diabetic ketoacidosis, vomiting, and hyperkalemia, requiring medical intervention. The insulin pump will be returned for analysis.